Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold measurements, so it was extracted but the lead unraveled and was only able to be partially extracted. The lead was observed to presented a higher than expected degree of calcification for its age. A new lead was implanted. No additional patient effects were reported. Despite several attempts to locate the product it is unknown if the device will return for analysis.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Please refer to the "b5 describe event or problem" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold measurements, so it was extracted but the lead unraveled and was only able to be partially extracted. The lead was observed to presented a higher than expected degree of calcification for its age. A new lead was implanted. No additional patient effects were reported. Despite several attempts to locate the product it is unknown if the device will return for analysis.